Event description:
Information received regarding the return of the device notes that when the patient was in for a routine follow-up visit, the device exhibited magnet rate changes. The device paced at 70 with the magnet removed, and at 62 wiith the magnet in place over the device. Battery data did not indicate that the device was at recommended replacement time (rrt).